Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty deploying the clip which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve leaflets. Deployment steps were performed; however, after the actuator knob was turned 8 times, and retracted, the clip did not release. Troubleshooting steps were performed and after 45-60 seconds, the clip released successfully. The leaflet insertion was confirmed to be good. A second clip was implanted without issue, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty deploying the clip appears to be related to patient morphology/pathology and likely due to the patients rotated heart. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.